Event description:
The customer reported that the system had a low ma error and an x-ray overtime error, indicating the system may have continued to emit x-rays after exposure time was exceeded, during a procedure with patient involvement. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.